Manufacturer narrative:
The device history reviews (dhrs) were reviewed for final pack lot w3650565 and assembly lot w3188880 and there were no anomalies noted. Root cause for this event could not be determined as no device has been returned for evaluation. Reviewing of the manufacturing records did not reveal any applicable discrepancies. No malfunction of the device could be confirmed.

Event description:
It was reported that on (B)(6) 2017, during the removal of the trial lead, the lead was damaged. A portion of the lead remains in the subcutaneous tissue of the patient with no plans of removal. No patient harm has been reported.

Manufacturer narrative:
Visual inspection of the lead showed separation between the lead and distal contacts. The returned lead did not indicate any material or process defect. All signs indicated an excessive axial force caused a separation of the connector.